Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2018-05751. It was reported that there was a hole in the package. A blazer¿ ii xp was selected for use. When they opened the outer, intact box, it was noted that there was a hole in the inner package (sterile one). No further information was provided.

Event description:
Same case as 2134265-2018-05751. It was reported that there was a hole in the package. A blazer ii xp was selected for use. When they opened the outer, intact box, it was noted that there was a hole in the inner package (sterile one). No further information was provided.

Manufacturer narrative:
Device evaluated by manufacturer - only an empty pouch was received for this complaint. The pouch presents a damage similar to a small hole located in the front side of it, near the information label. Using an indelible ink to evaluate the damage in the pouch it was confirmed that the damage present in the pouch is not a hole or perforation to the pouch itself, since the ink was not able to pass through the film area. Moreover, there is no damage in the tyvek area (line, marks or something). Furthermore, there was not found any damage in the vendor seal, only in the front area of the pouch which is not a hole or perforation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).